Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began ¿13 months¿ prior to contacting lfs. The patient manages her diabetes with oral medication, diet and exercise and increased her dose of metformin pills from one daily to two daily 2 weeks prior to contacting lfs. The patient denied developing any symptoms or receiving any medical intervention. During troubleshooting the cca noted that the patient¿s testing process was correct. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.